Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. One used 8fr angio-seal sts plus carrier tube assembly was returned for evaluation. No other accessory components were returned with the device. The returned device was subjected to visual analysis where blood-like substance was observed on the carrier tube assembly. The bypass tube was detached and the anchor was fully exposed. Microscopic inspection revealed that the anchor was partially degraded. No tear could be visualized in the anchor. The length of the anchor measured 0.03825" from the leading leg to the following leg of the anchor and confirmed to be below the pre-sterilization, pre-use specification. The collagen was swollen with blood. The color bands of the deployment sleeve were concealed as the deployment sleeve was in the forward lock position. The detached bypass tube was returned. Measurements of the detached bypass tube were taken to be 0.110" bypass and confirmed to be within the pre-sterilization, pre-use specification. A review of the device history record of the product code/lot# combination was conducted with no findings. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined.

Event description:
The user facility reported that the anchor and the tip of the angio-seal device was found to be torn when the device was attempted to be inserted into the insertion sheath. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was pci (percutaneous coronary intervention). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter was 10 mm. Blood loss was reported to be less than 250cc. There was no health damage to the patient. No equipment or other devices were used with the angio-seal device. Additional information was received on september 9, 2018. It is unknown if the bypass tube fully inserted all the way into the sheath prior to advancing the carrier tube assembly. There was difficulty on insertion of the carrier tube assembly into the sheath.